Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility clinical manager reported that a fresenius 2008k2 machine with an blood pump that failed during treatment, and a blood leak alarm that sounded as well. The blood pump failed 15 minutes before the scheduled end of the patient¿s hemodialysis (hd) treatment. The patient opted to cancel treatment with 15 minutes remaining. The machine, a fresenius 2008k2 machine, alarmed a blood leak alarm that was later found to be caused by dirt buildup in the blood detector. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The blood pump module line was adjusted, the machine was cleaned and recalibrated to return it to service.